Event description:
Revision surgery - the pt was experiencing pain. The surgeon decided to perform an ind and liner exchange and make sure there was no infection. Removed old liner and implanted a new one, old implant was in perfect shape.